Event description:
It was reported the ¿screws of the base were broken while being unscrewed¿ and that ¿broken fragments remained in the bone.¿ it was stated the broken fragments were removed ¿using a cutter¿ at the end of the implant procedure and that a separate surgical intervention was consequently not necessary. It was noted there were ¿no¿ patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Device evaluation: further analysis of the two returned screws found ¿that the screws fractured in ductile torsional overload in a direction consistent with removing the screw.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the two returned screws found that ¿both screws were broken due to overstress/damage.¿